Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was implanted during a procedure performed on an unknown date. On (B)(6) 2021, stent migration was noted. No patient complications were reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.